Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that an alert was generated by the remote monitoring system as the result of a high out-of-range competitor right ventricular (rv) lead pace impedance measurement recorded to this implantable cardioverter defibrillator (ICD). There were no instances of noise or other issues observed upon review of remote data. Boston scientific technical services (ts) discussed how daily measurements are collected and uploaded to the system; continued remote monitoring was suggested. No adverse patient effects were reported. This system remains in service.